Manufacturer narrative:
Device evaluation: d10, g4, g7, h2, h3, h6 and h10 result of investigation: the vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The service technician was not able to duplicate the reported issue by the customer. An obsolete uim assembly was received and inspected, no found anomalies. Uim was installed on to avea test station and attempted to power uim in to user mode, successfully powered on. Cycled the power (B)(4) times and booted up successfully every time. Allowed the uim to cycle over night for a total of (B)(4) hours. No anomalies were seen after the run in time. Cycled the power (B)(4) more times and powered on properly every time.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet.

Event description:
The customer reported that the avea ventilator's display is distorted. At this time, there is no information regarding patient involvement associated with the reported event.